Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asevf018 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that when the safestep was accessed to the port body and blood return was confirmed, air contamination was found. Therefore, the device was removed. Another needle was used to confirm for blood return after accessing to the port body again, but air contamination was found again. There was no reported patient injury. This report addresses the first device used.

Event description:
It was reported that when the safestep was accessed to the port body and blood return was confirmed, air contamination was found. Therefore, the device was removed. Another needle was used to confirm for blood return after accessing to the port body again, but air contamination was found again. There was no reported patient injury. This report addresses the first device used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that air was able to enter the infusion set was confirmed and the damage appeared to be supplier related. Two 22g safestep infusion sets with y-injection site was returned for investigation. A functional test revealed that air could enter one infusion set through the y-site when a negative pressure was applied to the infusion set. No continuous leak of fluid was observed in any part of the returned samples when the infusion sets were pressurized with water. The affected valve was cut open and the valve stem was removed, which revealed flow lines in the sealing surface of the valve stem and pitting in other areas of the valve stem. The damage to the sealing surface of the valve stem was located in an area that was inaccessible to the user. The uneven areas of the valve stem sealing surface most likely allowed air to bypass the valve during aspiration. Bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.